Manufacturer narrative:
Reliability analysis inspected 1 opened and used reservoir and performed manual prime and high pressure test using a new lab infusion set along with insulin pump. Reservoir passed per specification. No occluded anomaly was observed during analysis. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was 46 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with food. The customer performed troubleshooting for the no delivery alarm and was resolved by changing the reservoir. The reservoir will be returned for analysis.